Event description:
The rotator broke during a left ventriculogram. No harm or injury was reported.

Manufacturer narrative:
Device evaluation ¿ the suspect device has not been returned for evaluation. A review of the device history record revealed no exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Evaluation codes, method: device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is completed.